Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that on (B)(6) 2018 this lead was capped due to fracture. They did not indicate if a replacement lead was implanted. If further information is made available this file will be updated.

Manufacturer narrative:
Combination product: yes. This previously capped lead was explanted on (B)(6) 2024 due to infection. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. This previously capped lead was explanted on (B)(6) 2024 due to infection. Upon receipt, the lead under complaint was found cut 9 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment was not returned for analysis. The returned lead fragment was analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific reported that on (B)(6) 2018 this lead was capped due to fracture. They did not indicate if a replacement lead was implanted. If further information is made available this file will be updated.